Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Did the jaw brake off the device? Did the ceramic part come off the device?

Event description:
It was reported that during a small intestine procedure, the scissor function of the device jammed off. A ligature clamp was used to complete the procedure. There were no patient consequences reported.